Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection unknown onset.

Event description:
Healthcare professional reported "infection". This record is for right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, h6. Reason for reoperation: bacterial infection.

Event description:
Healthcare professional later reported the infection was cultured and the results indicated the following microorganism: staphylococcus aureus.